Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The customer reported a cc4204a collamer single piece lens, +20.5 diopter, was implant/explant. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter stated the lens was opened and not used, there was no patient contact. The surgeon switched to a 3 piece lens, which was implanted and remains implanted. The nurse in error wrote on the lens implant card for this cc4204a lens as implant/explant. The lens was most likely discarded by the surgery center. Implant date: lens was not implanted. Explant date: lens was not explanted. (B)(4).